Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that there was a sudden loss of stimulation in the beginning of may. They were not feeling stimulation, an increase in pain, and the patient was taking more oral tylenol than usual. Reprogramming was done last week and the issue resolved. The patient felt stimulation and the pain was covered.

Manufacturer narrative:
(B)(4). The patient refuted that this event happened. No further information will be sent through this report.

Event description:
Additional information was received from a patient letter reporting that the sudden loss of stimulation and increase in pain did not happen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.